Manufacturer narrative:
(B)(4). Although the customer has indicated that the affected product will be returned, it has not been received yet. A f/u report will be completed should the device be returned for investigation.

Event description:
Biomed reported that units were "involved in a fire." A pt called a nurse in to report "smoke and flames" coming from the devices. Biomed reported "they smelled smoke and saw smoke" coming from between pump modules with serial numbers (B)(4). The device did not alarm. There was no harm to the nurse or pt and no medical intervention was required. The biomed stated that no further pt/event info is available.